Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the activation was interrupted due to an error c-00 message on vio dv 2.0 integrated electrosurgical unit (erbe). The error c-33 was observed in logs on erbe. Technical support engineer (tse) walked caller through disconnection of ac power cord from erbe for 2 minutes and issue did persist and customer noted they were able to click off of the error on the erbe screen and the error goes away. Site did not have another da vinci available to swap vision side cart (vsc). Tse suggested a force triad be available as a backup in case issue persists during case. Field service engineer (fse) to follow up. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the vio dv 2.0 integrated electrosurgical unit (erbe) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found a voltage error on the generator leading to errors c-33/c-00.